Manufacturer narrative:
The device was reported to have undergone power cycle (i.e. Rebooting of embedded pc) without user initiation. Upon investigation, no definitive root cause can be assigned. The log files (which record user inputs and any error codes) showed no error codes but did show an uncontrolled power cycle similar to a power cut. Eva is configured to deliver a safe state during such foreseen circumstances, and no patient harm was reported. Detailed investigation of the panel pc by the technical service team was unable to reproduce any defects or find a root cause for the issue. Minor cosmetic damage to the pc was noted, but the pc was fully functional and passed all tests. It remains possible that the device cable was accidentally pulled, causing intermittent power outage - this cannot be confirmed as the device was ultimately unplugged and removed from the or (as is routine) after the surgery. The device is now operating normally and no recurrence has been reported. No similar issues have been noted in the vigilance records.

Event description:
Eva (B)(4) turning off during surgery. The system went through a shut down cycle and completely turned off twice during a case. The case was finished with another machine. No patient harm.

Manufacturer narrative:
Any additional information received will be provided in a supplemental report.

Event description:
Eva (B)(4) turning off during surgery. The system went through a shut down cycle and completely turned off twice during a case. The case was finished with another machine. No patient harm.